Event description:
It was reported that the system keeps freezing and has to be reset. The issue keeps occurring. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The philips remote support engineer (rse) spoke to the customer biomed who stated multiple central stations are freezing and operating in local mode. This issue is affecting the entire hospital. The rse was able to log in remotely to the customers philips supplied network (psn) to try and troubleshoot. The rse verified that multiple routers and switches are currently down. The biomed was asked to check the radio closet room for the status of the routers and switches, but she was not familiar with the facility and wanted to escalate the issue to her colleague on the day shift for assistance. The biomed will call us back for further assistance. On 11jun2025 the rse followed up with the customer who confirmed that the issue was resolved. The reason for the issue is the main server is down. No other additional information regarding the resolution was provided.